Event description:
The account generated falsely depressed architect tsh results on a patient using heparin samples. The account generated the correct/expected architect tsh results with the edta and gel samples. No specific patient information was provided. No impact to patient management was reported. Data provided: architect tsh = 2.7859 and 2.9695 and 5.2258 uiu/ml (heparin tube on (B)(6) 2012); architect tsh = 11.9250 and 12.4183 uiu/ml (gel tube on (B)(6) 2012); architect tsh = 11.1546 and 11.4339 uiu/ml (edta tube on (B)(6) 2012).

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The manufacturer's device analysis results all results had a cntl flag but the customer managed qc through external software. Error code 3100, contact with liquid interrupted during aspiration, was noted at 3:40 pm. Troubleshooting determined that the issue was due to the probe; the probe was replaced and the issue resolved. Review of the service ticket history for instrument serial number (B)(4) did not identify any other instrument issues that may have contributed to the complaint issue. Numerous tickets were found that indicate the probe was the likely cause of erratic or discrepant results. The issues were resolved by cleaning, aligning, or replacing the probe. No non-statistical or adverse trends were identified related to the probe, and evaluation of the probe, did not identify any issues requiring further investigation. Current labeling provides troubleshooting assistance for erratic assay results and indicates that a dirty or damaged probe may be the cause. Based on the available information, a deficiency of the system was not identified. There is insufficient evidence to suggest that a malfunction of the system occurred. The issue was determined to be due to a dirty or damaged probe which is recognized as a cause of erratic results. The issue was resolved by replacing the probe.